Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 485 mg/dl after a meal. The customer changed the cartridge and the infusion set. A correction bolus was used to lower the bg level to 171 mg/dl. The customer spoke to a clinical diabetes specialist who adjusted the customer's profile settings and the bg level was lowered to 150 mg/dl.